Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months post filter deployment, an attempt was made to retrieve the filter. Subsequent inferior vena cavogram revealed the presence of an inferior vena cava filter. There was a perforation of at least 2 secondary and 3 primary struts. A gooseneck snare was advanced through the sheath system and several times were made to snare the filter hook. These were unsuccessful. An oblique venogram demonstrated the filter hook to be embedded within the inferior vena cava wall. Endoscopy for sepsis were then introduced through the sheath system and the filter apex was captured. Pieces of fibrin were able to be stripped from the filter apex, however the hook could not be dislodged from the wall. Using the coaxial sheath, omni flush catheter a loop snare was formed around the filter apex after the bentson wire which was directed cranially was captured with a micro snare. Attempts were then made to collapse the filter by advancing the sheath. These were unsuccessful and resulted in buckling of the sheath. Inferior venogram demonstrated the indwelling filter to be tilted and embedded within the inferior vena cava wall. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter tilt and retrieval difficulties. Per medical records, multiple attempts were made to engage the hook of the filter using snare but were unsuccessful due to the embedment of filter hook within the inferior vena cava wall. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, g3, g4 h11: h6(patient, device, method, results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately seven months post vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated a tilted and embedded filter with several limbs extending beyond the confines of the ivc wall. Despite multiple attempts, the filter was unable to be retrieved. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images and medical records were not provided. The investigation is inconclusive for tilted filter, perforation of the ivc, and difficulties removing the filter. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to this event. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven months post vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated a tilted and embedded filter with several limbs extending beyond the confines of the ivc wall. Despite multiple attempts, the filter was unable to be retrieved. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven months post vena cava filter deployment, during a filter retrieval procedure, a venacavagram demonstrated a tilted and embedded filter with several limbs extending beyond the confines of the ivc wall. Despite multiple attempts, the filter was unable to be retrieved. There was no reported patient injury.